Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on march 25, 2020.

Event description:
Per the clinic, the patient underwent revision surgery to excise soft tissue at the implant site (date not reported).